Event description:
Facility reported patient - dialyzer reaction. Patient complained of chest tightness upon initiation of treatment. Patient treated for possible cardiac problem. "Patient had prior reaction to dialyzer. "Type of dialyzer used on this patient has been changed. Questionnaire faxed to the facility for further information for complaint and for medwatch on 10/5/98. Left two messages for the rn on 10/5/98. Spoke with director of nursing on 10/6/98, she will fill out questionnaire and fax back. Estimated blood loss 0. Patient reaction happened after the treatment had been finished. Patient was given nitroglycerine.